Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up 02-dec-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pain. She got pregnant with essure. Her baby was born sick at (B)(6). She had to have a completed hysterectomy when her baby was (B)(6). These events are serious and listed in the reference safety information for essure. In this case, consumer started experiencing sharp stabbing pelvic pain three months after essure insertion. She got pregnant about 1 year and 3 months after essure insertion. Considering a positive temporal relationship and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since a surgical intervention was performed. Additionally, non-serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No further information is expected.

Event description:
This spontaneous case report was received from a consumer in the united states on 19-feb-2014 on company internet site with request for reimbursement. The report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and her body has not felt right at all since product has been in body and at time of reporting she was (B)(6) pregnant (device ineffective). No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. In (B)(6) 2012, the consumer had essure (fallopian tube occlusion insert) implanted. The consumer reported since insertion it has been nothing but hell, her body has not felt right at all. The biggest side effect was she was (B)(6) pregnant at time of reporting. Reporter considered the events were related to essure. Follow-up from 04-jun-2014: consumer contact information was unavailable. Henceforth no further follow-up could be pursued. Follow-up information received on 29-oct-2015. This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in sep-2015 (FDA-2014-n-0736-2212). In (B)(6) 2012, essure was implanted. After three months, she started experiencing sharp stabbing pelvic pain, her periods were crazy heavy and never came on time. She got pregnant with essure still in place even ultrasound throughout the pregnancy showed them to be in place. During pregnancy, she could not move because of all the pain, her baby was born sick at (B)(6); he was unable to keep his lungs open on his own and had to spend days in the nicu, he also has a nickel allergy that none of her other kids have (see child's case number (B)(6)). Also because of be essure, her body developed an autoimmune skin disease where she was losing the skin pigment. She had to have a completed hysterectomy when her baby was (B)(6). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pain. She got pregnant with essure. Her baby was born sick at (B)(6). She had to have a completed hysterectomy when her baby was (B)(6). These events are serious and listed in the reference safety information for essure. In this case, consumer started experiencing sharp stabbing pelvic pain three months after essure insertion. She got pregnant about 1 year and 3 months after essure insertion. Considering a positive temporal relationship and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since a surgical intervention was performed. Additionally, non-serious events were reported. No further information is expected.